Event description:
It was reported that this lead was surgically abandoned due to an electrode dysfunction. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).